Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date - unknown. Failure to solidify/coagulate. Manufacture date - unknown.

Event description:
It was reported that patient underwent a procedure on (B)(6) 2016. During the procedure, the cement hardening was delayed for between 31 and 60 minutes and could not be used. Another unit of cement was available to complete the procedure.